Event description:
Three catheter trays of the same brand were opened to perform a uretheral catheterization. The tray contents were incomplete. One tray contained no catheter. Two trays contained no swabs. The fourth tray opened was complete.